Manufacturer narrative:
(B)(4). Product surveillance spoke with the hp who stated that he disposed of the supplies and no further information was available. The hp also stated no companion samples were available. The hp stated that the solution bag was knocked off the table by his nephew while he was sleeping. An engineering quality review was completed for this report. The report was not confirmed in the lab due to a lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the connection issue was that the supply bag fell and disconnected. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted global technical services (gts) regarding a supply bag that fell off the table during last fill on the homechoice (hc) unit. The home patient (hp) stated the final bag came unspiked when it fell. The hp stated he already disconnected from the machine and requested assistance to end therapy since the set up was compromised. The technical service representative (tsr) assisted the hp to end therapy. No additional information was available.

Manufacturer narrative:
(B)(4). The sample is not available at this time. Should additional information become available, a follow up MDR will be sent.